Manufacturer narrative:
The field service engineer (fse) was dispatched to address the reported errors. Fse confirmed the reported error via the instrument error log. The fse found the incubator motor clicking and binding on during the rotation of the motor. The fse took out the motor and found it was binding internally and not allowing direction change as smooth as necessary for unit to function properly. Fse replaced the motor and verified all alignments. Then the fse ran cup transfer test and quality controls. Procedure went to completion without any errors and quality control results were within range. The instrument is functioning as intended and was released. No further actions are required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were two (2) similar complaints include this one identified during the searched period. The aia-900 operator's manual under section 12: list of error messages states the following: the 4275 incubator slipping detected- cause: while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The most probable cause of the reported issue was due the belt being too tight for incubator motor causing stress on the motor shaft bearings and wearing out the incubator motor. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 4275 incubator slipping detected errors on their aia-900 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prl patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.